Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Preventive replacement of o-rings performed according to service manual defective drill mounting mechanism. 1.0 has been replaced by 1.25. Cut in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Unit cleaned. The device was fully repaired. The root cause for the defect is cut in cable. This device belongs to legacy fms. A review of lot/batch history for each legacy fms product complaint received by depuy mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: this device belongs to legacy fms. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections. Device history batch: null. Device history review: null.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the cable insulation on the micro tornado hp w handcontrol was damaged. During in-house engineering evaluation, it was determined that the drill mounting mechanism was defective on the device. It was reported that there was no delay in the procedure but it was not reported if a spare device was available for use. It was reported that the procedure had already been completed when the event occurred. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.